Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was not sensing atrial of ventricular sensitivity. The epg passed all incoming functional testing. The epg was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during setup of the external pulse generator (epg), it was noted that the epg was not sensing atrial of ventricular sensitivity. The epg is expected to be returned for service. There was no patient involvement.